Manufacturer narrative:
Additional information is provided in sections a.1, a.2, b.3, b.5, b.6, d.4 and h.6. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received further clarified that the patient experienced a capsular rupture in the left eye during phaco which occurred after nuclear and cortex removal and during a viscoelastic injection to distend the capsular bag and polish the capsule. An anterior vitrectomy had to be performed and a posterior capsule intraocular lens was placed in the sulcus.

Manufacturer narrative:
No sample was returned for evaluation. No additional complaints have been received for this lot code with this complaint type. All testing results met specifications for this lot code at the time of release. No deviations were identified during the manufacturing of the batch that would have contributed to this complaint. Retains were not examined at the manufacturing facility. Additional investigation was performed by the manufacturer of the cannula component. Per the cannula manufacturer, a cannula sample was not received at the manufacturing site for evaluation for the report of the cannula had a burr on the end therefore, the condition of the product could not be verified. A review of the device history record traceable to the possible cannula lot numbers indicates that the product was processed and released according to the product¿s acceptance criteria. As a sample was not received at the manufacturing site and the device history record review of the lot number provided indicates that the product was processed and released according to the product¿s acceptance criteria, the root cause for customer complaint issue cannot be determined. The exact root cause for this complaint is unknown therefore, specific action with regards to this complaint cannot be taken. An acceptance quality limit (aql) sampling is performed to ensure that the product meets release acceptance criteria. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A physician reported that the cannula on a viscoelastic device used during cataract surgery had a burr on the end. The patient experienced a capsular rupture. Additional information has been requested.